Event description:
A 4mm x 4cm 155 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 8 atmospheres (atm) during its initial inflation. There was no reported patient injury. The 90% occluded lesion in the superficial femoral artery had a little calcification and no vessel tortuosity. It was not a chronic total occlusion. An endovascular treatment was being performed. The access site was the femoral. There was no difficulty removing the complaint balloon from the forming tube and no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend and it did not kink while being used. It was easily removed. Additional patient and procedural details were requested but were not available. The device was discarded in the hospital.

Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the saber rx device is not sold in the u.s. But is similar to other cordis pta catheters that are sold in the u.s.

Manufacturer narrative:
Please note update to the UDI#. A 4mm x 4cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm) during its initial inflation. There was no reported patient injury. The 90% occluded lesion in the superficial femoral artery had a little calcification and no vessel tortuosity. It was not a chronic total occlusion. An endovascular treatment was being performed. The access site was femoral. There was no difficulty removing the complaint balloon from the forming tube and no kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend, and it did not kink while being used, it was easily removed. Additional patient and procedural details were requested but were not available. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82203708 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of some calcification and 90% occlusion likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcification during delivery or balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.